Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant. The patient's bone type iii and their oral hygiene is listed as good. The patient has a history of smoking. The patient presented on (B)(6) 2018 for a primary procedure on tooth #4. The patient returned on (B)(6) 2022 without complaint. Upon examination, the provider noted the abutment and screw fractured after the delivery of the prothesis/abutment. Bone grafting was required.

Manufacturer narrative:
CAPA 2023-006 the device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6025693 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6025693 and found no additional product in stock to review. Investigation methods/results the device was returned but not in original package. The implant was fractured (broken) into two pieces. The lower portion of the implant had threads that were intact, and had minimal bone debris on the threads. The upper portion of the implant was still attached to an abutment and crown. Root cause a root cause cannot be explicitly determined. It is unknown of the customer followed instructions in IFU-570. IFU-570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Correction - d4 expiration date

Manufacturer narrative:
Corrected data: b5, d6a. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant. The patient's bone type iii and their oral hygiene is listed as good. The patient has a history of smoking. The patient presented on (B)(6) 2018 for a primary procedure on tooth #4. The patient returned on (B)(6) 2022 without complaint. Upon examination, the provider noted the abutment and screw fractured after the delivery of the prothesis/abutment. The provider noted granulation/fibrous tissue around the implant and the device was removed. Bone grafting was required.